Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 26mm sapien 3 ultra, the patient had challenging access and there was difficulty inserting the esheath into the patient. After withdrawal of the esheath, the iliac artery was noted to have a perforation and clot and was repaired with stents. The patient had significant peripheral vascular disease. As the patient had minimal alternative access options available, 1 to 2 weeks prior to tavr the patient had shockwave performed to open the vessel to allow for sheath passage. When attempting to gain access, the 14f dilator passed through a diseased segment, but the 14fr esheath was unable to pass. The vessel was ballooned, but the 14fr esheath could not pass the diseased calcified segment. Shockwave was performed again on the segment in the procedure, a 16f dilator was used and a third 14fr esheath was able to be advanced into the distal descending aorta. During implant of a 26mm sapien 3 ultra valve in the aortic position, when attempting to navigate around the patients significantly calcified aortic arch, one of the struts from the inflow portion of the crimped valve caught on a piece of calcification and a strut bent 90 degrees (evident on fluoro). The device was removed and a second 26mm sapien 3 ultra valve was implanted successfully. After withdrawal of the esheath, the iliac artery was noted to have a perforation. Kissing stents were placed in both common iliac arteries. Some residual retroperitoneal leak remained, but the patient was in stable condition. Additionally, a clot was noted in the external iliac artery, and a stent was placed there as well. Later the same day as the tavr procedure, the patients condition worsened, and the patient expired as a result of the vascular complication that occurred. The iliac vessels on both sides were heavily calcified. The iliac perforation was suspected to be due to the challenging access.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple comorbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including predilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with iliofemoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. Per the instructions for use (IFU), potential risks associated with the overall tavr procedure, including potential access complications associated with standard cardiac catheterization procedure, balloon valvuloplasty, and the use of angiography include thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion and/or death. Included under contraindications for the transfemoral procedure are patients with significant aortic disease, including arch atheroma (especially if thick [> 5 mm], protruding or ulcerated) or narrowing (especially with calcification and surface irregularities) of the abdominal or thoracic aorta. Calcification and atheromas (cellular debris, inflammatory cells, and cholesterol) can accumulate along the walls of the vasculature and within cardiac structures, and can vary in size. There may be cases where a patient has a protruding atheroma or calcified plaque prior to the procedure. It is also possible for one of the interventional devices used during the thv procedure to disrupt the material, resulting in mobile debris. Aortic and annular structure tissue or calcification can also be disrupted during ta/tao sheath insertion, balloon valvuloplasty (bav), and deployment of the prosthetic valve. The minimum required vessel diameter for a 14fr sheath is 5.5mm. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per the report, the iliac artery perforation, external iliac artery clot, and resulting death were suspected to be due to patient factors (heavily calcified vessels) and procedural factors (challenging access, despite preprocedural treatment with shockwave therapy). The difficulty inserting the esheath into the patient was likely due to patient factors (heavily calcified vessels). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.